Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed error 121. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inpsection was performed and no defects were found. A data log could not be downloaded because the device would not boot up. An internal inspection observed a dysfunctional u4 component. The reported event of an error icon display was not confirmed. A root cause could not be determined.